Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had spi to motor pic communication error even after restarting insulin pump. The customer¿s blood glucose level was 282 mg/dl. Customer stated that insulin pump was not exposed to a high magnetic field. Customer reported they were able to clear the alarm. Customer stated they were not able to rewind the pump. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleeping current measurement test, active current measurement test, and self test. No unexpected pump error 39 alarm noted during testing. (B)(4).